Event description:
The manufacture's field service engineer (fse) reported that during servicing, fse identified error code message of machine and proximal pressure sensors failed in significant event log. There was no patient involvement.